Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation therapy due to lead migration. X-ray taken showed the lead had moved laterally. Surgical intervention was taken on (B)(6) 2017 and the lead was repositioned. Effective stimulation therapy was reportedly restored postoperatively.